Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer issue "fails flow rate accuracy test" was reproduced. The device was tested for flow rate accuracy with 40 ml/hr and a vtbi of 40 ml and vtbi of 20 ml , having 4.08% and 5.01% error. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The pressure will be performed in the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate accuracy during testing. There was no patient involvement. No additional information is available.